Event description:
"Opes aspirating ablator was used during left shoulder surgery-arthroscopic subacromial decompression. Coating on tip of device charred off into shoulder." Follow up with risk mgr revealed not many details available since event occurred in 2005. The area was irrigated and no adverse consequences were reported with the pt as a result of event. This device is used for treatment.

Manufacturer narrative:
Device is expected for evaluation, but has not been received yet. A follow up report will be submitted upon completion of the investigation.